Manufacturer narrative:
PMA/510(k) #- k171764. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, while obtaining access with a bentson straight fixed core wire guide, the device unraveled and elongated 7 to 8cm past the tip. The device was retrieved without issue, and the aortic graft placement procedure was completed with another device of the same product reference. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Additional event information has been requested.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 30mar2022. Access was gained through the right femoral artery and the device was used to deploy an unknown manufacturer's percloses. Resistance was not encountered during insertion. The wire was removed through the perclose.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, while obtaining access with a bentson straight fixed core wire guide, the device unraveled and elongated 7 to 8cm past the tip. The device was retrieved without issue, and the aortic graft placement procedure was completed with another device of the same product reference. Additional information received (B)(6) 2022. Access was gained through the right femoral artery and the device was used to deploy an unknown manufacturer's closure device (perclose). Resistance was not encountered during insertion. The wire was removed through the perclose. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The used and damaged device was returned to cook for investigation. The distal weld and safety wire were separated, resulting in coil elongation measuring 44-centimeters. The tip of the mandril was exposed through the coil. A document-based investigation evaluation was performed. No related non-conformances were found, and there have been no other reported complaints for this lot number. The product IFU instructs the user to inspect the wire guide for kinks or damage prior to use. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that component failure unrelated to manufacturing contributed to this incident. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information has been received since the last report was submitted.